Manufacturer narrative:
It was reported by the hospital contact that the physician used an enterprise stent 4.5 mm x 28 mm (enf452812/10483048) in an emergency situation when the physician determined that there was no other device for the patient¿s condition. The device was used off-label. The procedure was for treatment of severe basilar artery stenosis resulting in continued shut down of the basilar artery in spite of thrombectomy, angioplasty, and placement of stent. The enterprise 4.5 mm x 28 mm was then deployed into the basilar artery over the area of stenosis. The stent started to show thrombus formation over the next several minutes. Follow up angiographic runs showed improvement in flow throughout the basilar artery. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. It was initially reported that the product will not be returned for analysis. Based on the information, the event was not confirmed. It was reported that no product is expected to be returned to (B)(4) for evaluation; however, a description of the complaint and lot traceability was provided. Without the return of the actual device in question for evaluation, (B)(4) is unable to determine the exact cause for this incident. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: 6fr sheath. Neuron max 088. Advantage glidewire. Vert catheter. Ace 64 catheter. A 0.035 inches glidewire. Marksman microcatheter. Synchro 2 microwire. Solitaire 4mm x 40mm. Sprinter legend balloon 1.25mm x 6mm. Enterprise stent 4.5mm x 28mm. Prowler select plus microcatheter. Integrilin 30mg. A 8fr angio-seal.

Event description:
It was reported by the hospital contact that the physician used an enterprise stent 4.5 mm x 28 mm (enf452812/10483048) in an emergency situation when the physician determined that there was no other device for the patient's condition. The device was used off-label. The procedure was for treatment of severe basilar artery stenosis resulting in continued shut down of the basilar artery in spite of thrombectomy, angioplasty, and placement of stent. The enterprise 4.5 mm x 28 mm was then deployed into the basilar artery over the area of stenosis. The stent started to show thrombus formation over the next several minutes. Follow up angiographic runs showed improvement in flow throughout the basilar artery. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. It was initially reported that the product will not be returned for analysis.